Event description:
It was reported that the patient's right ventricular (rv) lead exhibited wide qrs complexes and crosstalk oversensing. Programming changes were made but did not resolve the event. Additional intervention was not performed. The patient had no adverse consequences to the event.